Event description:
The customer reported that the system was unable to boot up after the system displayed error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn, as repair info is unavailable. The system was tested and found to be working as intended and put back in service.